Event description:
Aviator stryker plate pt required revision anterior cervical surgery due to pseudoarthrosis and hardware failure. During surgery the left inferior locking mechanism was broken and protruding anteriorly with back out of the screw.